Manufacturer narrative:
Technical services provided additional instruction to user that resolved issue at the time of event. A software investigation found that the reported issue was fixed in the next release of the software. It was recommended that the site upgrade to the new version of the software.

Event description:
A medtronic representative reported during a CT plus fluoro case that the anatomical views were navigating correctly but that the trajectory views were showing the probe off in space. Conferenced in medtronic technical services for troubleshooting and this resolved the issue. All views were navigating properly. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.